Event description:
Per the clinic, the patient experienced non-auditory stimulation with the device use. The device was explanted on (B)(6) 2021 and the patient reimplanted with a new cochlear device during the same surgery.